Event description:
Customer called to report high blood glucose and the insulin was not exiting. Also stated the driver arms were moving in the locked position. Troubleshooting was performed. The insulin did not exit.